Manufacturer narrative:
(B)(4). H3: one device was returned for repair. Service history review found that there were no previous repairs on the device. Visual inspection found the device to be in good condition, with no physical damage found on the pump. Internal inspection was executed. No pressure test was possible. The labels were undamaged, and the tamper seal was missing. Functional test found the dso sensor was defective and would be replaced to address the primary reported problem.

Event description:
It was reported that pump gives incorrect occlusion. There was unknown patient involvement.